Event description:
Customer states: during use on a pt at hospital, a doctor felt the cuff was deflated sooner than usual. The information provided does not confirm replacement of the tube was performed but did confirm no pt harm. Pre-test was done.